Event description:
It is reported that the pt had to be revised due to the breakage of the plate.

Manufacturer narrative:
The MFR did not yet receive devices for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. There is no indication for a product failure. With the info given so far, no further investigation is possible. Should add'l info become available and /or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).